Event description:
It was reported that a homechoice cassette leaked from an unspecified location. This occurred during unspecified process step of peritoneal dialysis therapy. It was unspecified if the patient was connected at the time of the event. Renal therapy services (rts) assisted the patient with ending therapy and continuous ambulatory peritoneal dialysis was discussed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.